Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the nurses at the clinic tried on several occasions to get a successful carelink transmission from the patient and no transmissions were successfully received from the patient. Further reported that the patient recently died, "they believe of natural causes." The monitor is being returned to be tested to see if it was functional. The cause of death has been requested and not received.